Event description:
Reporter alleged the lancet needle from the softclix lancet device used in finger-stick blood glucose testing would not retract after it was being used. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.